Manufacturer narrative:
Date sent to the FDA: 07/08/2021 additional h6 component code: g07002 ¿ device not returned the following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? Was there any change in the patient¿s post-operative care due to the event/prolonged surgery? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Product lot number? If applicable, will product this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? Was there any change in the patient¿s post-operative care due to the event/prolonged surgery? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Product lot number? If applicable, will product be returned? If yes, please provide a return date, tracking information? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy on (B)(6) 2021 and the barbed suture was used. During suturing the uterus using barbed suture, suddenly needle was broken in half and retained inside the uterus. Surgeon has difficulty to find it and had to proceed to laparotomy, but still was not able to find the needle. The x-ray confirmed that the needle still inside the uterus. The missing half piece of the needle was found. Before closing of uterus the x-ray was repeated and confirmed that nothing was left inside the uterus. After that uterus was closed and then the abdominal cavity. The surgery was delayed 1.5 hours. It was also reported that the surgery was completed successfully. Additional information has been requested.